Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a an unspecified patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. It was reported that the company representative received a call from the physician stating the patient¿s pump was replaced and they were interrogating the pump today ((B)(6) 2019). They confirmed an error code 112 regarding "corrupt memory" and needed to re-enter programming parameters. They were inquiring about next steps. At the time of the report technical services reviewed pump memory error (pme) information. The company representative was planning on updating the physician¿s clinician programmer application software to the current software tomorrow. When technical services began asking for pts6026 info, the company representative stated he had to call the physician back right away as the physician was waiting to hear back from him so the call was ended. No patient symptom was reported. No further patient complications have been reported as a result of this event. Additional information was received from a company representative (rep) on 2019-dec-17 indicated regarding the cause of the pme error code 112 it was noted the cause of the error code was unknown. Tech services advised the rep to make sure the physician¿s programmer had received the software update, and it was confirmed that it had. It was noted the patient used an ipad on the laptop of the wheelchair, but otherwise was not near any other electrical devices. Regarding actions/interventions taken to resolve the included over the phone, the rep guided the physician how to re-input the data into the programmer. It was noted since there was an error in transmission, the pump prevented an error in infusion by requiring all the critical parts of the infusion to be re-entered. Using the report of the interrogation from when the patient walked into the office, the physician inputted the drug, concentration, infusion, dose, alarms, and reservoir volume back into the pump. The pump was updated. The rep then instructed the doctor to end the session on the programmer. Once this was done, the pump was re-interrogated and it was verified that the pump had accurately saved the desired settings. The hcp confirmed that it had and hung up. The pme appeared to be resolved and there had been on complaints in the effectiveness of the therapy from the patient. The patient¿s weight was not known.